Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the two plastic shim connectors broke off of the spacer block during this patient's bilateral knee replacement case. The broken male piece and the locking spring were found intact in the female portion of the shim. A spacer block from a back up instrument tray was used for the remainder of the case. No surgical delay. All pieces were retrieved.

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.